Event description:
It was reported that the right ventricular (rv) lead impedance was high and an alert occurred. Oversensing was also noted and there was a possible rv lead fracture. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, rv pacing impedance measured infinite ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, ventricular sic was up to 529 with vt-ns episodes showing evidence of oversensing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.